Manufacturer narrative:
The investigation has been completed. Based on the analysis, one of the alleged malfunction was verified (time settings issues) and a different issue was identified. The alleged battery depletion malfunction could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump battery has been depleting quickly. Review of the pump data by tandem technical support showed the pump battery depleted within average parameters and the pump battery was operating as expected. In addition, the contact stated the pump time was inaccurate due to an issue with the pump. The contact stated the customer continues to change the time on the pump weekly. However, the customer stated the last time they had changed the pump time was months ago, contrary to what the contact reported earlier that day. There was no impact to the customers blood glucose level.